Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the balloon catheter was inflated and worked well, however the balloon was unable to be deflated. The balloon catheter was cut and a wire was placed in the lumen. The balloon catheter then deflated. No patient complications have been reported as a result of this event.